Event description:
It was reported that patient was receiving home hospice care and had episodes of bleeding around the driveline and mouth. Inr was checked and was found to be supratherapeutic at 10. Patient was given a dose of vitamin k. Coumadin was placed on hold. Inr was rechecked on (B)(6) 2019 and was found to be 4.2. This was still supratherapeutic. The patient stopped taking all medications and did not wish to pursue any life saving measures. Patient's appetite declined and the patient stopped eating or drinking fluids. Patient had chronic heart failure and patient expired prior to turning the pump to off. Patient expired at home and no autopsy was performed. Cause of death was heart failure. No additional information was provided.

Manufacturer narrative:
The patient's chronic infection is documented in MFR# 2916596-2018-03322. The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2019 due to an unknown cause. It was reported that the device operated as expected. The patient was at home under hospice care with chronic infection and dehydration. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. The death was reportedly not device related and the device operated as expected. It was reported the pump would not be returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(4) could not conclusively be determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.